Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined. The patient was ultimately discharged home on (B)(6) 2019, and they remain ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 with abdominal pain, nausea and vomiting. Patient had an esophagogastroduodenoscopy(egd) and a colonoscopy. There was no signs of gastrointestinal bleeding, however gastritis was seen on the egd and several polyps were removed during colonoscopy. Patient was discharged on (B)(6) 2019. No further information provided.